Event description:
The 840 ventilator stopped cycling while in use with a pt. No pt harm or injury was mentioned in relation to this event. The nellcor puritan bennett customer support engineer (cse) verified a vent inop error code in memory that supports the customer's claim. The cse inspected the device and could not duplicate the reported event. The unit passed extended self testing.